Event description:
Procedure type: unknown. According to the reporter: the client reports that the balloon burst during the operation inside the abdominal cavity. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
.